Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000098798.

Event description:
It was reported that during a lead and ipg replacement procedure on (B)(6) 2025 [related manufacturer reference number: 3006705815-2025-05273 and 3006705815-2025-05272], one of the patient's leads fractured during explant and part of the lead remains implanted in the patient. It is unknown which lead was impacted.